Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced pain at the implant site due to location. The physician relocated the ipg. Reportedly, the pt has adequate stimulation coverage.